Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not powering up. The customer stated that clicking sound was coming from the station. They tried unplugging and plugging machine back in, but the issue persisted and device did not power back on. The customer stated that this malfunction occurred while dispensing the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system was not powering up due to defective boards. A field service engineer (fse) found that the half height cubie drawer was preventing the station to boot and replaced the drawer controller board. The fse found that module board was physically damaged and replaced the pyxis module controller board to resolve the issue. The system functioned as intended after the field service engineer repaired the device.